Event description:
Patient reported that his pump needs to be replaced because it was malfunctioning. The pump had been malfunctioning since he had an MRI a couple years ago. Patient stated that when he gets a refill there was more drug left in the pump than there should be. At his last refill there was more drug left in his pump than there had been. Prior to the last refill the amount left was consistent. A couple weeks after the last refill the patient did not feel well. The patient was not sure if it was food poisoning or withdrawal. Patient takes miralax but had been taking less. Patient stated that 2 to 3 weeks before his last refill he started noticing a bigger swing between his good and bad days. The patient considered having the pump explanted. The pump was delivering dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: the patient had nausea and constipation.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).